Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. The patient described the area as an allergic reaction to nickel and developed a rash under the left breast, under the te pad. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed doxycycline for the allergic reaction. The outcome of the allergic reaction is unknown as follow up attempts were unsuccessful.